Event description:
It was reported that a nurse from physician office explained the programmer would not power on. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer would not power up due to the power supply being out of electrical specification. (B)(4).